Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, discontinuity of its contours and free liquid adjacent to the left¿ and ¿suggestive of seroma", "edema¿ and ¿intracapsular heterogeneous tissue", ¿silicone-induced granuloma.¿ the device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma-late. Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.